Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the reported issue could not be duplicated but was able to confirm the xdcr faults on the events log. The unit was calibrated and was to manufacturer's specifications, but the main board was replaced as a precaution. The operational verification procedure (ovp) and the user verification test (uvt) was performed and the device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue was found to be transducer failure. Transducer was calibrated and the machine met specifications. CAPA (B)(4) is underway to address vela transducer failure issue.